Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they were going to replace their ins because ins was running out of power. It was taking longer and longer to charge and the pain was getting worse and worse. Patient stated they were in excruciating pain all day long. Patient stated it has been going on for long time.